Event description:
It was reported that the user was not receiving drops from the ilet and, upon removing the cartridge observed leakage; blood glucose rose to 200 mg/dl, and the user replaced the supplies and resumed therapy without alerts or alarms. Customer care provided support that included collection of event details and product identification. Investigation of this case revealed a leaking cartridge consistent with a component integrity or seal issue leading to reduced or absent insulin delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient interruption of insulin delivery with user-managed recovery using new supplies. It was concluded, based on previously established findings for similar reports, that the cause was component failure associated with the cartridge.